Event description:
As reported by the user facility: persistent "downstream occlusion" alarm on norepinephrine and vasopressin infusions. Each infusion on separate space station. Troubleshooting included changing IV. Anti siphon valve noted on end of triple connector. This was removed and "downstream occlusion" alarm persisted. Triple connector removed and norepinephrine and vasopressin y site connected; unable to clear alarm. Pt required rapid titration of norepinephrine due to hypotension until infusions running without occlusion alarm.